Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. No display anomaly was noted. (B)(4).

Event description:
The customer reported via telephone call that the numbers on the display scrolled while programming a bolus. The blood glucose reading was 336 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.